Event description:
It was reported the gastrointestinal videoscope had an e117 ( (life of optical module) and e238 (scope communication) error. The issue was found during preparation for use. There were no reports of a patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.